Event description:
It was reported that during the lap gastrectomy surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Pc-(B)(4). Batch # 726a07. Concomitant medical products: sr55 (lot # 750a33). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with no apparent damage, packages returned, and with a reload loaded in the device. The reload had the proximal 18 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. In addition, an sr55 reload b (695a56) had the proximal 12 drivers up and the remaining drivers down with staples present, a swing tab in the locked position, and gripping surfaces from the left side damaged. The swing tab from reload loaded was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The condition of the gripping surface is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch 726a07, and no non-conformances were identified.